Event description:
The patient was to have electrocardioversion for symptomatic persistent atrial fibrillation. From the procedural notes: "after adequate anesthesia was achieved and a transesophageal echocardiogram was completed, the patient was given a 50 joule synchronous countershock as I thought her rhythm was likely an atrial flutter or slow atrial tachycardia. She received a 50 joule synchronous countershock. The patient went into torsades de pointes. On retrospective analysis of the strips, it would appear that the patient received a shock on the t-wave; that was likely inappropriately sensed as a qrs complex by the defibrillator. The synchronization mode was most definitely on. The patient promptly received 200 joule defibrillator shock, which restored sinus rhythm. There were no complications otherwise." The device was sent to biomed who determined: function check of defibrillator using a patient simulator shows a very erratic ECG trace. So installed a new ECG cable. The erratic ECG trace gone now; a normal ECG trace seen on the screen now. A complete functional checkout procedure performed which resulted in "ok". The device was sent to zoll for evaluation and recertification for patient use.